Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6). During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
A patient experienced pain at ipg site was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. The device was not returned for disposal/evaluation. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.